Event description:
The user facility reported that the patient had hypotension, ectopy, hemolysis, minor bleeding and hematoma during impella 5.5 support. The patient got hypotensive with map in 50's a few days into pump support. As a result, fluid bolus was given. Additionally, patient encountered more ectopy as seen in the EKG and so they were weaned off of levophed. The following day, patient had no episodes of hypotension, however, pfhgb (plasma free hemoglobin) levels were noted as trending down. Patient also had some bleeding at insertion site after they gout out of bed which resolved on its own. Surgeon did note a hematoma near tunnel and the team decided to perform a pocket washout and add a jp drain for it. Hemolysis labs were also slightly up so the pump flow was turned down to level p-5. No further interventions noted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem . H6: added a01 based on a review of the complaint record. Corrected investigation summary. The cause of the hypotension was not determined due to insufficient clinical details. The cause of the arrythmia was unable to be determined due to insufficient clinical details. The cause of the hemolysis could not be determined as no product was returned and limited clinical details were provided. The cause of the access site adverse event could not be definitively determined as limited clinical details were provided.

Manufacturer narrative:
The investigation for the reported hypotension arrythmia,hemolysis, and access site adverse event has been completed. No product was returned for review. The data logs were reviewed and lt logs showed no motor current spike prior to reported hemolysis. No persistent positioning alarms were noted and placement signal was stable and not trending. The root cause of the hypotension arrythmia,hemolysis, and access site adverse event could not be determined as no product was returned and limited clinical details were provided.